Event description:
Solicited call from the patient who indicated that the needles are leaking and requested a change to go back to a 5 needle set. Unknown date of last dose. Unknown if specialist md is aware. No other information provided. Diagnosis for use: combined immunodeficiency.